Manufacturer narrative:
Sensor 3mh00hmt728 has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). A cracked sensor neck was observed upon visual inspection of the plug assembly. The sensor was reprogrammed and a sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. The passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor¿s ability to function properly. This issue likely occurred due to the movement of the used sensor during shipment back to adc for investigation, therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor ended" message on the adc device and was unable to obtain readings. As a result, the customer was given juice, sugar, and/or food by a non-healthcare provider. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.